Event description:
Inr 2.8 on (B)(6) prior to patient discharge. On (B)(6) 2016 office visit with provider noting some medications not in blister pack, and some not being taken correctly. On (B)(6) 2016 patient c/o of dark urine. Creatinine increased from 1 to 1.6 so lasix stopped. On (B)(6) 2016 patient's home inr subtherapeutic at 1.4 states taking coumadin, suppressive therapy keflex and amiodarone as ordered. Patient c/o dark urine and was advised to come into the hospital for admission. Admitted (B)(6) with ldh 1093, shortness of breath when lying flat, dark urine; and no lvad alarms noted. Heparin gtt started. On (B)(6) 2016, lvad speed increased to 9200 secondary to low flow alarms. On (B)(6) 2017 patient with ldh trending down and urine now amber. Patient currently being working up for heart transplant vs lvad pump exchange with valve repair.